Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had error message. Customer stated they received sensor updating alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with test guardian link transmitter. No sensor updating alerts or sensor anomalies noted. Device received with faded serial number label. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No sensor updating alerts or sensor anomalies noted. Device received with faded serial number label. The p-cap does lock properly. (B)(4).